Event description:
I believe I am experiencing breast implant illness. I had natrelle saline implants in 2011. I immediately started noticing flare ups in my already diagnosed hashimoto's disease. Joint pain, back pain, neck pain, psoas pain, foot pain, vertigo, hair loss, loss of libido, dry eyes, eye twitch, brain fog, anxiety, depression, re-occurring ischemic colitis, and more - there are my biggest symptoms. I have several viruses running rampant within my body, including (B)(6). I've been on anti-viral drugs for 3 months, they haven't done much at all to stop the viruses. I plan to have an en bloc explant as soon as possible. My first consult with a surgeon is (B)(6) 2019. FDA safety report ID# (B)(4).